Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the root cause of the suggested event could not be specified, it is likely that error message e433 occurs during device start, if the root mean square value of the output signal, set to a test value, falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator esg-400 had an e433 (internal hardware error) error code with automatic restart. The issue occurred during a therapeutic transurethral resection of the prostate (turp) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.